Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004, the patient underwent a plif with 2 depuy saber cages at the level of l4-5 with bmp and a posterior fusion at l4-5 and l5-s1. Per the records, the patient presented with pre-op diagnosis: degenerative disc disease lumbar spine with spondylolisthesis at l4-5, status post previous decompression and fusion of ls-s1 with radiculopathy and spinal stenosis at l4-5. Following procedures were performed: posterior lumbar fusion, l4-5 and l5-s1; posterior lumbar interbody fusion, l4-5; reduction of dislocation, l4-5; placement of segmental instrumentation with pedicle screws, l4-5 and l5-s1; bilateral lumbar laminotomies at l4-5, bilateral lumbar re-do laminotomies at l5-s1; placement of interbody fusion cage at l4-5, laminectomy at 22, posterior osteotomy at l4, and posterior osteotomy at l5. Per op-notes, ¿.. Attention was towards the hardware removal. Screws were removed at l5-s1 segment. The linkages were removed . After that rods were removed . And pedicle screws were removed¿ attention was shifted towards placing pedicle screws l4-5 .. . The bmp was soaked and the sponge was placed in the interspace through l4-5. The bone graft was placed in the interspace behind the bmp and the cages were then placed in the posterior aspect of the disk space ...¿ on (B)(6) 2007, patient presented for lumbar discography with foraminal steroid injections for t12-s1 due to lumbar pain radiating to both legs, the left being greater than the right. Patient underwent CT of lumbar spine. Impression: l3 facet joint arthropathy and mild disc bulge producing mild bilateral l4 lateral recess stenosis. L2-3 mild diffuse disc bulge with right paracentral annular tear. On (B)(6) 2007 presented with pain in lower back. Pain was enough for her to want to proceed with surgical treatment. On (B)(6) 2008 patient presented and reported that she was still in a great deal of pain, particularly lower back pain and bilateral leg pain, with the pain going down both calves. On (B)(6) 2008, she presented with degenerative disk disease and radiculopathy , lumbar spine and underwent lumbar discography and foraminal steroid injections t12-s1. CT of lumbar spine indicated multilevel degenerative disk disease.

Event description:
It was reported that on (B)(6) 2004, patient underwent posterior lumbar interbody fusion from vertebrae l4 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, patient's post-operative period was marked by a period of improvement, followed by progressively worsening lower back pain, with radiating pain to her lower extremities. Due to severe pain and symptoms, the patient underwent a revision surgery on (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.